Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pressure transducer printed circuit board (pcb) and o2 gas module were defective and in need of replacement. Replacement of the pressure transducer pcb and o2 gas module solved the issue. The issue was confirmed in the provided log files. The pressure transducer checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts failed have not been established as the replaced parts were not returned for investigation.

Event description:
Manufacturer reference #: (B)(4).